Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the o2 concentration alarm and lower than expected oxygen levels was confirmed. Ventec replaced the o2 regulator to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was a leak in the o2 regulator diaphragm. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator provided an o2 concentration alarm during patient use. Medical personnel advised that the patient was taken to the hospital for a procedure. Prior to the procedure, the patient was receiving o2 at 1 liter per minute (lpm). In preparation for the procedure, personnel had attempted to provide a 6 lpm o2 flush; however, the device provided the o2 alarm indicating that adequate oxygen was not being delivered to the patient. Medical personnel cleared the alarm and attempted to provide the 6 lpm flush again, but received the same o2 alarm. Personnel then returned to providing o2 at 1 lpm. No further details about the patient or the event were provided. The reported device behavior could have resulted in lower than expected oxygen delivery to the patient, which in turn could cause the patient to desaturate. There were no reports of patient harm as a result of the reported issue.